Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on jan-07-2021. Regarding a patient receiving baclofen (dose and concentration unknown) via an implanted infusion pump. It was reported that the pump eroded through the patient's skin. The environmental, external, or patient factors that may have led or contributed to the issue were unknown and the diagnostics/troubleshooting performed were unknown. A full system explant was performed and the issue was considered resolved at the time of report.